Event description:
It was reported that the device had delivered an alert stating that the low voltage impedance was low, out of range. All subsequent measurements were stable and in range. The pt will be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.